Manufacturer narrative:
Further information was requested but not received. The explant date is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported by the abbott care team that the patient¿s ipg was damaged in an unrelated knee surgery. As a result, surgical intervention took place around (B)(6) 2017 wherein the patient¿s ipg was explanted. The exact date of surgery is unknown. It is unknown if any other devices were explanted. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.